Event description:
Us complainant reported that the automated impella controller (aic) is not recognizing the purge cassette. No harm has been reported.

Manufacturer narrative:
The controller was received for evaluation. Upon completion of the investigation, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported "aic - purge issue - other" issue has been completed. The product was returned and the "aic - purge issue - other" was confirmed. The purge flag was confirmed to be missing which would trigger the inability for the purge disc to be recognized. The cause of the issue was a missing purge flag.